Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with qdot micro¿ catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that post procedure, the patient developed a pericardial effusion. The procedure date was (B)(6) 2023 and the effusion was discovered on (B)(6) 2023. A pericardiocentesis was performed in which 500 ccs were removed from the pericardial space. The patient was stable at the time of the call. The patient fully recovered after pericardiocentesis and did not require extended hospitalization because of the adverse event. Transseptal puncture was performed using versacross radiofrequency (rf) needle. There was no evidence of steam pop and no error messages were observed on the biosense webster equipment during the procedure.